Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device was difficult to advance through the scope and there was difficulty in cutting the target polyp while using a cautery. It was also noted that the snare was difficult to extend and retract and a clicking sound was made when the device was manipulated. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.